Event description:
Device malfunction: nonesymptoms: hypotensive and elevated creatinine 1-day post procedure. Time of symptoms: during the procedure 2006 and the stop date was reported to be six days later. It was reported that the patient experienced hypotension during the stenting procedure of the left internal carotid artery requiring pressors. Pressors were weaned the following day and midodrine started. Midodrine was discontinued day of discharge. The start date was 2006 and the stop date was reported to be 5 days earlier. 6 days later patient also experienced elevated creatinine related to contrast nephropathy per the nephrologist. The event was reported to have resulted in prolonged hospitalization. The durg treatment other than thrombolytics was mucomyst.